Event description:
It was reported that patient experienced withdrawal. Per the healthcare provider (hcp), patient missed the refill date and the pump reservoir volume was below recommended volume to maintain adequate infusion. The refill was scheduled for 2011-10-19 and had been dry for approximately 40 days. Patient was clinically doing okay after refill today. Drug delivered via the pump was gablofen.

Manufacturer narrative:
Catheter model: 8575, lot #: n104760, implanted: (B)(6) 2008, explanted: unk; catheter model: 8709, lot #: j10952r09, implanted:(B)(6) 2002, explanted: unk.